Manufacturer narrative:
(B)(4)

Event description:
It was reported through remote transmission that multiple mode switch episodes were observed when patient was in atrial flutter. The episodes showed intermittent atrial undersensing due to atrial blanking. Programming changes were made, but intervals of flutter waves and multiple ams episodes were noted. Additional programming changes were recommended.